Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys tacrolimus (tacrolimus) on a cobas e 411 analyzer (rack system). The result from the e411 analyzer was 2.2 ng/ml. The liquid chromatography-mass spectrometry (lc-ms) result was 1.5 ng/ml.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The tacrolimus reagent lot number was 808659 with an expiration date of 30-jun-2026. The field service engineer (fse) replaced the measuring cell, the sample/reagent probe, and various tubes. For confirmation purposes, the customer sent three patient samples to two different laboratories using cobas e402 analyzers. The customer's results were comparable to those from the other laboratories. The customer believes the service actions resolved the issue. The investigation determined that the root cause of the event was due to an issue with the sample/reagent probe.

Manufacturer narrative:
Section d4, lot number and expiration date were updated.